Event description:
New information notes that the device was explanted on (B)(6) 2020. The patient tolerated the procedure well and is doing fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, a message appeared that alerted the device was in back up mode. Attempts to communicate with the device were unsuccessful. It is believed that the battery was too weak, and was suggested generator replacement. The patient was scheduled for replacement. The patient is doing fine.